Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
The consumer via the manufacturer's representative (rep) reported the rep was unsure what the issue was. The rep stated the patient claimed to have fully charged her implant prior to (B)(6) 2016, but on that date she found she could not charge her implantable neurostimulator (ins). The patient stated she last felt stimulation on (B)(6) 2016. Communication could not be established with the patient programmer, implantable neurostimulator recharger (insr), or clinician programmer. Insr statistics were pulled and only the last two dates were pulled and it indicated the last two charge dates were (B)(6) 2000. It was noted the patient had an overdischarge in the past and it was in (B)(6) 2015. Technical services speculated that since the insr statistics showed that the device had not been charged and since a power on reset (por) occurred, it was likely that if indeed the ins was pulled out of overdischarge at that time then, the ins was never charged after that, so either the patient did not charge or the ins was never pulled out of overdischarge. On (B)(6) 2016, the rep noticed the insr pin was broken and the patient did not notice that. The connector pin was damaged. The rep stated she would set up another time where the patient could sit for multiple hours and pull the ins out of overdischarge. Relevant medical history included spinal pain.

Event description:
Additional information received from the manufacturer's representative (rep) reported an alleged overdischarge. The rep met with the patient and performed a physician mode recharge and after 40 minutes it turned into normal charging. They charged the device and interrogated with the clinician programmer to clear the 0x8 power on reset (por). The por was cleared and the patient was instructed to continue charging the implantable neurostimulator (ins). The patient was feeling stimulation and was happy with coverage. This was the patient's second overdischarge and it was stated to have occurred on (B)(6) 2016. The previous overdischarge occurred around (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.